Event description:
Hosp has reported to co's international distributor that air leaked at the junction of the male manifold fitting and the female tubing fitting. There was no pt injury. The device was retained.